Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation confirmed the connection failure was due to a faulty cable and failed leak test on camera head cover, faded label on rear cover, rubber parts on rear cover peeled, kink on cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the camera head has an image problem due to connection failure. There was no response from the tower when camera was plugged in and the color bars remains. The issue was found during an unknown therapeutic procedure. There was no delay or reports of patient harm.

Event description:
The customer reported that the procedure was completed with a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the event was not determined. However, it is likely that an image was not displayed because communication failure occurred due to faulty cable which was disconnected due to a twist on the cable. As to cable damage, we checked the contents described in the instruction manual at the time of product shipment and found the following descriptions. We determined that the reported phenomena might be prevented by following these descriptions. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.